Event description:
The user facility reported that they had a right femoral access to fix the left superficial femoral artery (sfa). The procedure went great using a 6fr destination and multiple balloons and stent catheters. The destination sheath was removed for a short 6fr pinnacle sheath, angiogram was taken, and angio-seal closure was selected based on the angio. The physican exchanged the sheath for angio-seal sheath, however, when he did, he went in and out of the artery multiple times pinching sheath with pressure going in and out of the artery. The terumo territory manager advised against this protocol, however, he wanted to continue to do it. On last insertion, the sheath broke in half and stayed in the tissue track. Patient went to surgery where it was removed and great outcome. This was a user error and not a device malfunction. The patient was stable. The estimated blood loss was less than 250cc. A cutdown was needed to remove the piece of sheath in the tissue track. Additional information was received on 18jul2024: regarding the physician going in and out of the artery multiple times, pinching sheath with pressure when going in and out of the artery, the physician stated he did this in his training and was making sure he was getting good placement of the device." Additional information was received on 27jul2024: the outer white sheath broke, however, the green dilator, locator was intact. It broke in half. It was completely separated from the top portion of the outer sheath. On 01aug2024 terumo medical received FDA medwatch report # mw5157341. The medwatch stated: "cardiologist performed peripheral angiogram and left leg percutaneous transluminal angioplasty (pta) with stenting of left popliteal artery using right groin access and a 6fr 45cm sheath. At the completion of procedure, the 6.45 was replaced with a 6fr angio-seal sheath, angio-seal was attempted and failed, a piece of angio-seal white plastic got broken and stayed over the guidewire and was retained in the patient. Surgical removal of the white plastic was required. Surgeon reported that the plastic "crumbled" and "fell apart" when he touched it during open surgical procedure."

Manufacturer narrative:
E3: occupation: purchaser. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for sheath breakage. The likely cause was determined to have been improper device storage resulting in light exposure which caused sheath embrittlement and breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5 and to attach the user facility medwatch received. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 21aug2024 via user facility medwatch # (B)(4). The following additional information as received: patient history includes: hypertension, high cholesterol, copd, cabgx4, diastolic heart failure, insulin dependent diabetes, patient being treated for acute on chronic peripheral arterial insufficiency with sudden onset of left lower extremity pain with associated numbness. Occlusion of the left common femoral and superficial femoral and proximal profunda femoral arteries with extensive atherosclerotic changes in the popliteal arteries bilaterally.